Event description:
It was reported that the right atrial lead had a steady decline in bipolar impedance from 440 to 200 ohms. The patient is in chronic atrial fibrillation (af) and sensing was stable. The healthcare professional will discuss programming the device to a ventricular only pacing mode with the physician and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-52 lead, implanted: (B)(6) 1998. (B)(4).